Event description:
It was reported that the device system was used to deliver morphine. It was later reported that a motor stall had occurred at 7:19am and recovered 5 hours and 18 minutes later.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). The following information was previously reported in MFR report # 3004209178-2013-21529, and any additional information received will continue to be reported in this MFR report: analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained in regards to the motor stall that occurred on 2013-(B)(6) was that it was due to a magnet, that was placed over the pump secondary to patient experiencing confusion, disorientation, lethargy, nausea, and vomiting. It was further stated that the pump had not been adjusted in several weeks and so "these symptoms could not be attributed to the pump". There were no symptoms associated with stall. When the patient became alert and oriented, orders were provided to the hospital to remove the magnet and patient was discharged from the hospital on (B)(6)-2013.